Event description:
The manufacturer was contacted in reference to a customer requesting information on shipping back a rental device due to a patient passing and not needing it anymore. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device has not been returned to the manufacturer for investigation. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to a customer requesting information on shipping back a rental device due to a patient passing and not needing it anymore. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device was returned to the manufacturer for evaluation. During the service evaluation it was noted that the device failed testing on pressure. The blower was replaced and all testing passed. The device was returned to stock as a loaner. The manufacturer's investigation is complete. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.